Manufacturer narrative:
(B)(4). Batch # m90n41. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that prior to a colorectal procedure, the green button on the side broke through the packing, therefore the instrument was unsterile. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information the device was returned without its package; the instrument was received in good visual condition. As the package was not returned for evaluation, we are unable to investigate further the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred that we were unable to duplicate during our laboratory analysis. The batch history records were reviewed with no anomalies noted during the manufacturing process.